Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture baker grade iii " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and anxiety-product/procedure.

Event description:
Patient representative reported for right side "very strong pain, capsular contracture grade iii", "very frightened, model implanted was on the list of products that are being recalled, affecting personal life and causing moral damage". Device has been explanted and replaced.